Manufacturer narrative:
Event summary: it was reported that the patient had a tha in 1989. The patient had a revision surgery on (B)(6) 2019 due to a periprosthetic fracture after falling off a ladder. Review of received data. Xray: two undated x-rays have been received. One shows the situation prior to the periposthetic fracture, the second one does clearly show the periprosthetic bone fracture. No other conspiucuousness found. Devices analysis. No product was returned to zimmer biomet for in-depth analysis. Review of product documentation the involved device is intended for treatment. Conclusion summary. It was reported that the patient had a tha in 1989. The patient had a revision surgery on (B)(6) 2019 due to a periprosthetic fracture after falling off a ladder. The stem was implanted for approximately 20 years. Most likely, the trauma by falling off the ladder which the patient experienced caused the periprosthetic bone fracture. The investigation results did not identify a non-conformance or a complaint out of box (coob). However, based on the available information, we were not able to identify an exact root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
If implanted, give date: year 1989. Concomitant medical products and therapy date: detail of product: item number unknown; item name unknown liner; lot # unknown. Item number unknown; item name unknown head; lot # unknown. Item number unknown; item name cls cup hip impl win gen; lot # unknown. The manufacturer received x-rays and other source documents for review. The manufacturer did not receive the device for investigation as the patient has not been revised. As no lot number was provided, the device history records could not be reviewed. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Item and lot numbers unknown.

Event description:
It was reported that a revision surgery is planned following x-ray shows possible periprosthetic fracture.

Manufacturer narrative:
Additional information which was received on october 30th, 2019 this follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additionals: b1, b2, b5, e1, e2, e3, updates: b3, g3, g4, g7, h10 the manufacturer did not receive x-rays or other source documents for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on right side and underwent revision due to peri-prosthetic fracture.